Event description:
Report received from the USA regarding a motor device in which an air leak was observed from the hose near the foot pedal. The alleged defect was observed during an ear, nose, and throat surgery. No delays in surgery were reported as an identical spare motor device was available. No injuries or medical intervention were observed.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).